Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the air in line. Asked another staff nurse for assistance. When she was tapping tubing to remove air it was noticed that IV fluid was leaking out of the port above pump but below volutrol. Fluid leaking out of port even with curosurf cap on.